Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the cdh29 was used in the case. There was a lack of staples in the inferior part of the suture line. The suture was just made in the superior part of the tissue. Manual sutures were used to complete the case.